Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) used to capture (surgical intervention).

Event description:
Updated patient code from absence of treatment to surgical intervention (reapplication of stitches).

Manufacturer narrative:
(B)(4). The wound dehiscence required medical intervention in the form of re-stitching the wound. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "a prospective randomized study in 20 patients undergoing bilateral tka comparing midline incision to anterolateral incision" by rajesh n. Maniar et al. Published by j orthop traumatol was reviewed. The article purpose: to compare patient outcomes between patients who receive a midline incision and those that receive an anterolateral incision. The article reports: twenty patients were prospectively randomized to receive the two different incisions for their respective tkas. A statistically significant difference favoring knees with anterolateral incision was observed in patient preference at all assessment points and this correlated with sensation scores. Functional scores additionally remained comparable. There were no intra-operative complications. One patient with midline incision had wound dehiscence which healed uneventfully after reapplication of stiches. No other post operative complications were reported. All implants were cemented with no manufacturer disclosed. All patients' patellae were routinely resurfaced. Depuy products involved: pfc sigma. Complications: wound dehiscence (1).